Event description:
The event involved primary set, piggyback with backcheck valve, 3 clave y-sites, secure lock, 100 inch on an unspecified date. It was reported that the end user had an issue with antibiotics backing up into the drip chamber after injecting into the upper clave y-site. There is patient involvement however no harm was reported.

Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined.